Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the customer was getting an error c-33 on the integrated electrosurgical unit (erbe). The customer stated that the error had been occurring several times that week. The technical support engineer (tse) instructed the staff to reboot the erbe to fix issue. The procedure was being completed as planned at the time of the call with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the c-33 error. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) involved in this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. Error c-33 occurred at startup. The reported complaint was confirmed through failure analysis testing.